Event description:
It was reported that due to hip fracture nonunion, implanted gamma3 nail broke at the inferior level of the lag screw gamma3 nail interface.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.